Manufacturer narrative:
Devices were not returned for evaluation. There was no allegation of a device defect or malfunction at the time of implant ((B)(6) 2013) and therefore the disposable components of the heli-fx system were discarded per standard practice. Endoanchor implants were not returned following explantation on (B)(6) 2014.

Event description:
Heli-fx endoanchors were used as part of a revision of a medtronic endurant endograft. The procedure involving endoanchors (described below) was conducted on (B)(6) 2013; details of the original endograft implant procedure (including date of implant) are not known. The revision procedures was undertaken to address type 1a and 1b endoleaks in the presence of an enlarging aneurysm sac. At the time of the revision, the aneurysm measured 77mm in maximal diameter, the infrarenal neck length was less than 5mm, and the infrarenal angulation was 38 degrees. The neck had minimal thrombus but discrete calcium was present (average thickness 1.9mm, covering 14 degrees of neck circumference). The revision procedure involved packing the suspected proximal endoleak nidus with ten tornado coils and proximal endograft extension using two gore excluder cuffs. These substantially reduced the endoleak but did not completely resolve it. Four endoanchors were then implanted to secure the excluder cuffs to the aortic neck, at which point the leak appeared resolved via angiography. The type 1b endoleak was due to right limb migration and was addressed in the same procedure with a distal endograft extension (type unknown) with preservation of the internal iliac. This was observed by angiography to resolve the distal endoleak. A CT scan three months post-revision demonstrated a persistent endoleak; however, the patient did not return for further follow-up. In (B)(6) 2014, the patient re-presented to the hospital emergency department, due to shortness of breath and dizziness, and a persistent endoleak was confirmed via abdominal duplex though the aneurysm was asymptomatic. A CT scan performed (B)(6) 2014 confirmed the endoleak and demonstrated further aneurysm sac growth of approximately 5mm. On (B)(6) 2014, the patient underwent open surgical conversion. A retroperitoneal incision was made, supra-celiac aortic control was achieved, and the endograft was partially removed (cutting the stents proximally). A stretch eptfe graft was sewn to the aorta proximally and distally to the transected endograft body. Upon release of the clamps, bleeding was evident distally from inadequate seal between the endograft and the iliac arteries. Bifurcated graft was sewn from the proximal graft to the femoral arteries bilaterally. Postoperatively, the patient was hypertensive and mesenteric ischemia was considered. He was returned to the or for exploration on (B)(6) 2014,where mesenteric ischemia was excluded and a cholecystectomy was performed. The abdominal cavity was irrigated, a temporary adhesion barrier was created, and a left subclavian hemodialysis access catheter was placed. A second look laparotomy was done two days later, with abdominal cavity washout and placement of a whittmann patch for abdominal wall closure. He required a chest tube and mechanical ventilation. Following a protracted course, the patient recovered and was discharged home on (B)(6) 2014.